Event description:
The device was on display at a show by an unreported emergency medical service. Reportedly, a teenager walked up to the device, charged the defibrillator and discharged unspecified energy to the chest of another teenage boy.